Event description:
It was reported in 2007 that the patient hit his head on the implant side and could no longer hear. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The device was explanted and the patient was reimplanted with a new device six days later.

Manufacturer narrative:
This type of event is addressed in the device labeling.